Event description:
It was reported that during an implant procedure, the physician noted a difference in right ventricular lead sensing values being measured by the analyzer and device. After repositioning the lead, the pacing threshold was unstable for a short time. After repositioning again, the values were stable and within range; the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).